Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. The exposed portion of the soft cannula was found to be kinked. It could not be determined when or how the damage to the soft cannula occurred. Fluid path testing found that the damage observed to the soft cannula did not prevent fluid from flowing through the fluid path as intended. The download data from the pod did not contain any timeouts, drive stalls, or hazard alarms that would indicate a struggle to deliver insulin. Because it could not be determined when or how the soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose level was "high" (>27.8 mmol/l,>500 mg/dl) while wearing the pod between 25 and 36 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. As treatment a new pod was applied and 5 units of insulin was delivered.